Manufacturer narrative:
The sample was returned for investigation: - the sample was returned in an open secondary package. - the sample included labels, not original pouch which contained company delivery system placed in a cradle and shunt. - the cradle with company delivery system and shunt was placed in non-original and no sealed pouch. - the shunt was fixed by adhesive tape. - the company delivery system wire was pressed and slightly protruded from cannula opening. 3. No other complaints for the lot. 4. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to company's release criteria. 5. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the shunt was detached from company delivery system which was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the company delivery system wire). The complaint cannot be confirmed. Because the root cause cannot be determined, no additional action can be taken at this stage. Quality assurance performs periodic monitoring of similar incidents and will take action if an unfavorable trend occurs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma shunt implant procedure, the shunt could not release from the delivery system when implanting. The surgery was performed and completed after replacing the product with another one. No further information is expected.

Manufacturer narrative:
On initial MDR the lot details were incorrect. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma shunt implant procedure, the shunt could not release from the delivery system when implanting. The surgery was performed and completed after replacing the product with another one. No further information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).